Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Product 3170-0000 became stuck in cutting block. Procedure was a tkr. No delay in surgery and no adverse consequence to the patient.

Manufacturer narrative:
Reported event: an event regarding user error involving a triathlon drill bit was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition with the drill bit stuck in the cutting block. The drill is bent in an "s" shape, with the fluted area is bent inward toward the cutting block and a bend in the center of the drill bit. The drill bit could not be removed from the cutting block. Visual inspection by the material analysis team indicated that there is impact damage on one side of the flute which would explain the bend at the end of the drill. This impact could have led to the bend at the center of the drill in the cutting block. Conclusions: the investigation determined the drill bit likely hit an object causing it to bend at the end and center of the drill bit and seize in the cutting block. No further investigation is available at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Product 3170-0000 became stuck in cutting block. Procedure was a tkr. No delay in surgery and no adverse consequence to the patient.